Manufacturer narrative:
A service call had been scheduled in order for a ge service representative to evaluate the system. The service call was postponed/cancelled. An additional report will be generated and submitted if further information becomes available.

Event description:
It was reported that the system 9600's rotation brake pad was worn and not holding creating a functional hazard. There was no adverse pt involvement reported. There was no pt information reported.